Manufacturer narrative:
(B)(4). Date sent: 5/27/2016. Information was not provided by the contact. Batch # m53u22. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? According the tech in the case, the device was being used with a white reload and it was closed by the resident onto the tissue. The surgeon did not like the position of the jaws on the tissue, so the resident attempted to open the jaws but they would not open. They had to work with the device to get the jaws to open, but they did eventually open. The case was completed with the powered device and there were no consequences to the patient reported. The analysis results found that the sc60a device was returned in good visual condition and with no reload present on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a colon procedure, "the customer thought a product failed." Upon speaking to the circulator, she said after firing upon the tissue the device did not open. She was unable to provide any more information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.